Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a slitter had difficulty slitting the catheter of a left ventricular lead during implant surgery. The difficulty caused the lead to dislodge. When the physician tried to reposition the lead, a stylet was unable to advance into it. Lead had apparently sustained damage from the previous slitting attempt. A new lead easily received a stylet and a new slitter was used to cut the catheter with no difficulties. Patient had no consequences as a result of the event and was stable after the procedure.